Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint was found. The device history record was reviewed, and no exception documents were found.

Event description:
Customer reports the spine star broke off inside of the patient. The broken piece was left inside the patient. The procedure was completed using a new kit. No additional details were provided.